Event description:
Breast implants put in (mentor) silicone. Consumer says now they are leaking and causing her various serious health issues. Blood work. Several past 5 years consumer had blood work done and mammogram. August will have an ultra sound. FDA safety report ID# (B)(4).